Event description:
The customer reported that their beckman coulter, lh500 was generating intermittently low hgb results on controls and patient samples and requested service be dispatched to check the analyzer. Based on the information provided the erroneous results were not reported outside the lab there were no reported deaths, injury or change to patient treatment associated with this customer feedback (cf). Attempts were made to obtain printouts / raw data files for this event, however proved unsuccessful. Service was dispatched for this event and while onsite the field service engineer (fse ) ran reproducibility on a patient sample and obtain similar results; however, when the sample was run in primary/auto mode as a random patient the hgb results showed lower result in reproducibility mode. The fse checked the lyse and diluent dispense pumps and replaced the lyse reagent. The fse stated that this lh500 has a low throughput and suspected that the lyse reagent may have been on the instrument past the recommended open stability of the reagent. The root cause is unknown: however the fse did observe that the customer was using the reagent past it's open shelf life. This may have contributed to the event. Per labeling: opened containers are stable for 60 days when stored as recommended.

Manufacturer narrative:
Unable to obtain raw data for evaluation. Fse observed the expired lyse s iii diff reagent. It was beyond the 60 day on board stability limit written on the labeling.